Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device had overtightened and stripped coin slot battery cap. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 489mg/dl. The caller stated that the customer was not able to remove the battery cap and the insulin pump lost power. No further information was provided.